Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2003 and mesh was used. On (B)(6) 2006 advantage sling was used. And on (B)(6) 2009 advantage fit was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Assistant surgeon: dr. (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted due to pelvic relaxation, cystocele, enterocele and stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems (possible) and vaginal scarring. On (B)(6) 2009, the patient underwent advantage fit implant and mesh was removed to reduce urinary incontinence. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced acute urinary tract infection. (B)(4).

Event description:
It has been reported that following insertion the patient experienced acute urinary tract infection.